Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during bolus. Customer also reported receiving a no delivery alarm during basal. During troubleshooting, customer was able to get insulin to exit the tubing, but received a no delivery alarm. Blood glucose level was 246 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).